Manufacturer narrative:
(B)(4). Date sent: 1/22/2021. Additional information received: he patient was a m, 60¿s with hypertension, afib, on aspirin with no known blood disorders. The first firing with blue reload-closed normally, waited 15 seconds. After firing, there was bleeding noted and malformed staples. New device pulled. The second on jejunum with blue reload, some bleeding noted on distal 25% of staple line. Another stapler was opened at this point. The surgeon feels there is more bleeding associated with blue reloads.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2020. Event day and event month were not reported. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts were made to obtain additional information and to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent: how was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.). Additional information received:. The patient was a m, 60s with hypertension, afib, on aspirin with no known blood disorders. The first firing with blue reload-closed normally, waited 15 seconds. After firing, there was bleeding noted and malformed staples. New device pulled. The second on jejunum with blue reload, some bleeding noted on distal 25% of staple line. Another stapler was opened at this point. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a whipple procedure, during the first firing on the stomach the distal end of the staple line had significant bleeding and malformed staple. Staple line was over-sewn. On the third firing, a pcee60a was used. There was oozing at the proximal end of the staple line. Patient consequence/status was not reported.